Event description:
(B) (4) crm received info that when the pt stood up, the device migrated south approximately three to four inches. This caused the right ventricular (rv) lead to dislodge, one month post implant. The pt has an anatomical anomaly of enlarged breast area which the sales representative believes to be a contributing factor to the dislodgement. Prior to the revision procedure, the rv lead measurements tested out fine, however, while trying to reposition the lead, the physician noted that the helix would not retract or fully extend. The rv lead was explanted and a new one was successfully implanted. No adverse pt effects were reported. At this time, the lead has not been returned.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.